Manufacturer narrative:
The reported issue that the syringe pump module was not working with the issue associated with the plunger slipping on the downward pressure force could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that one of the syringe pump module was not working. The facility biomed stated that when the machine was doing the "down force", it was "slipping" and not putting the pressure needed. It was noted that plunger made a grinding noise. The device was sequestered and has not been used on any patient's since.